Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the pump¿s black box history showed that the pump was running on the default time/date settings. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required range. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.